Event description:
It was reported to boston scientific corporation that prior to reaching the mid-point of a bladder stone laser procedure, the accumax 1000 laser fiber got stuck inside the stone. As a result, the tip of the fiber broke off and remained in the stone. The stone fragments and the tip of the fiber were completely removed from inside the patient. The device used to retrieve the fragments and fiber tip is unknown. The laser type and laser settings are unknown. The maximum output from the laser was 20 watts. The procedure was completed with this device without any complications to the patient who is reportedly "stable" post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 1.5 mm of exposed glass tip remaining and appears used. The pattern on the tip face is consistent with normal use indicating that the fiber degraded during use.

Event description:
It was reported to boston scientific corporation that prior to reaching the mid-point of a bladder stone laser procedure, the accumax 1000 laser fiber got stuck inside the stone. As a result, the tip of the fiber broke off and remained in the stone. The stone fragments and the tip of the fiber were completely removed from inside the patient. The device used to retrieve the fragments and fiber tip is unknown. The laser type and laser settings are unknown. The maximum output from the laser was 20 watts. The procedure was completed with this device without any complications to the patient who is reportedly "stable" post procedure.

Manufacturer narrative:
The device was not used past expiry date.